Manufacturer narrative:
Exact date unknown, event occurred a month ago from date the manufacturer became aware of the event. .

Event description:
It was reported that the patients ipg was not taking a charge and would not turn on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.